Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was inserted into a patient for endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as small in diameter iliac arteries 4 mm. The device would not advance to the intended landing zone. The device was removed from the patient. It was reported that during the attempts to advance the delivery system, the hydrophilic coating of the endurant main body was worn off, and delivery over the dryseal sheath 18fr had also failed. As a result, the customer concluded that delivery with 18 fr sheath was impossible. The case was treated with another manufacturer¿s device. The physician stated that the cause of the inability to advance the stent graft system was due to the patient¿s anatomy of vessel calcification, vessel tortuosity, and the inner lumen of the vessel was narrower than expected. No clinical sequelae were reported regarding this device and the patient is reported to be fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint was confirmed; hydrophilic coating was reduced in the distal end of the graft cover. The root cause of the event could not be conclusively determined; however, was likely due to the repeated attempts to track the device through a sheath and off-label iliac arteries (4 mm in diameter and calcified). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.